Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported pump stops. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, this finding could be indicative of an issue with the driveline; however, a specific cause for this event could not be conclusively determined through this evaluation. It was reported that the patient experienced pump stops on mobile power unit (mpu) only. According to the account, the patient declined admission at this time, the patient was not symptomatic, the driveline was not exposed to any trauma, and there were no alarms occurring in correlation to movements of the torso and/or movements of the driveline. The submitted log files contained events from (B)(6) 2023 through (B)(6) 2023, per the timestamps. The submitted log file captured multiple pump stops and low speed operation events on (B)(6) 2023 while the patient was operating on the mpu. These events were associated with low speed advisory alarms, low speed hazard alarms, as well as low flow events. Based on previous complaint experience, the type of behavior captured within the submitted log file could be indicative of a potential driveline issue. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii instructions for use (IFU) is rev. C is currently available. Section 1, ¿introduction¿, contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 2, "system operations", describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. Section 7, "alarms and troubleshooting", outlines alarms and how to respond to them, including pump stops and low-speed events. Section 8, "equipment storage and care", describes "care of the driveline." The heartmate ii lvas patient handbook, rev. C is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR- 2916596-2021-00919 and 2916596-2021-03300 for reports of a history of compromised driveline/ potential short to shield. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was seen in clinic and reported pump stops on the mobile power unit (mpu) only. The log file captured low speed and pump stop events on (B)(6) 2023 at 16:42,17:40 and 18:39-18:42 all while using the mpu. This was indicative of a short to shield per technical services. The patient declined admission at the time. The patient was not symptomatic, and the driveline was not exposed to any drama. The patient had no weight changes. There were no alarms occurring in correlation to movement of the torso and/or movements of the driveline.